Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose (bg) was 437 mg/dl. During the process of changing their supplies customer experienced a bg of 501 mg/dl. Customer successfully changed supplies and addressed the elevated bg with a bolus via the pump. Reportedly, the customer is using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off label per the tandem user guide